Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. (Pump functioned after plugging). Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime and system sensor test, no delivery test, displacement test due to blank display. Pump had minor scratched display window, cracked reservoir tube lip and broken belt clip slot near battery tube threads.

Event description:
The customer reported via phone call that the insulin pump display screen is blank. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump is chipped at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.